Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that a patient's leads were not in the same place as they were for the trial and the patient wanted them removed. It was stated that the patient was also having "bladder leakage." It was reported that the patient was not shown how to use the recharger. Additional information received reported that there was swelling where the lead incision was and they have been putting ice packs on the incision site. Additional information received reported that a patient experienced a shocking or jolting sensation. It was stated that the patient could "feel the leads burning her on the inside." It was reported that the patient was "screaming and her hands were stiff and flopping back and forth." It was stated that the patient "could not even talk." It was stated that the patient was laying down and had her antenna over the stimulator and was not moving when "it automatically went wacky." It was reported that the doctor who put the permanent leads was not the same doctor who did the trial leads. It was stated that the doctor "put the leads in how he wanted it put in." It was reported that stimulation was in the wrong location. It was reported that the symptoms began following "implant and a fall." It was stated that the patient had fallen twice, but was not feeling anything prior to that. It was stated that the patient fell on (B)(6) 2013. The patient tripped over a foot stool and landed on her left hand and right knee. They were using ice packs to keep the swelling down. The patient also fell on (B)(6) 2013. It was stated that the patient called her health care provider (hcp) to let them know about the falls, but they had not heard back from the hcp. It was reported that "one of the shocking sensations was before those falls." It was stated that "where the stimulation is located is sticking out started out one little stop was very dark and thought the patient was healing up pretty good." It was not clear what that meant. It was reported that the patient was experiencing soreness and stated that there was a "stich that was trying to work its way out." It was reported that the patient had cleaned up the area with peroxide and put an antibiotic salve on it and a piece of gauze and a "band aide setup." It was stated that the patient could "feel the stitch and it looked like it might be infected." It was stated that the patient had an upcoming appointment on (B)(6) 2013. It was stated that the patient was "suffering." It was reported that the patient "can't take walks and can't get to the bathroom." It was not clear what this meant. It was stated that the patient was "dissatisfied with the implant and the process and how everything had transpired and the patient's current status and symptoms." It was stated that the implantable neurostimulator (ins) "would go from 4.9 v to 10.5v for no reason, it was not making sense." It was reported that the patient's husband "feared that she may die." It was reported that then the patient first got the implant it was not turned on. The company representative had put in "program 1 with upper and lower extremities." It was reported that for the first two weeks it was not programmed, it was just on or off. It was reported that on (B)(6) 2013 the patient had an appointment with her hcp. The hcp told them that it was not programmed, it was either on or off. A company representative confirmed that the ins had not been programmed. The ins was programmed with programs "a-h with 1 (lower extremities) and 2 (upper extremities)." It was stated that the trial was "done properly." A different doctor did the permanent implant and he "did not place the leads properly like during the trial." It was stated that the permanent implant did not take of the pain like the trial did. It was stated that "that feature wasn¿t enabled yet". It was not clear what "that feature" was. It was reported that the shocking instances happened after the patient was programmed on (B)(6) 2013. It was reported that the patient was told that she could not have "that feature" enabled until after she finished healing which was originally thought to be 6 weeks and then the patient was told 11-12 weeks. It was not stated what was meant by "that feature." It was reported that the patient was feeling stimulation in both of her arms and hand and she was not supposed to be feel stimulation there. It was stated that most of the patient's pain was between her shoulder blades, hips, buttocks, and upper legs, and had been this was for 17 years. It was stated that the patient "could not talk and could not see anything and hit the light and it was 10.5v and wide open." It was not clear exactly what was meant by this. It was reported that the ins was shut off right away, and "first when it was turned on they did not know what was going on." It was reported that the patient was "not given proper instructions on how to recharge." It was reported that the patient had a "hump with fluid where the incision was" and they put a band aide there. It was confirmed that the adaptive stim feature was off. It was stated that the patient's current program was "g program 1 at 6.0v and program 2 at 2.30v" with the lightning bolt. It was stated that the patient was "not feeling anything." It was reported that the "electrical charges" were going down to the patient's feet and legs, and knee area, and it should be in her hip and buttocks area. It was reported that the patient had to "hang onto stuff or get help to go to the bathroom." It was reported that the patient wanted the device taken out "since it's not working." Later that day it was reported that the patient had an appointment scheduled for (B)(6) 2013 to do a wound check and check for a possible infection. Additional information received four days later reported that the patient had her stimulation adjusted on (B)(6) 2013. It was reported that the patient "felt better." The patient was going to go home and "try it." The impedances were all "within normal limits." It was reported that the patient had a stitch "sticking out of the ins site." The doctor trimmed that off and stated that the "site looked fine." The hcp also stated that the incision where the leads were inserted looked good. Additional information received about two weeks later reported that the patient was having "issues" with her implant. It was stated that they had been to doctor 6 times since implant for reprogramming. It was stated that on (B)(6) 2013 they met with a company representative and the adaptive stimulation was activated. It was reported that since implant the stimulation would "increase on its own and it increased twice on its own before adaptive stim was enabled". It was stated that on (B)(6) 2013 the patient laid down and the stimulation was set at 2.9v. Five hours later the patient woke up when stimulation increased to 7v. It was stated that the patient had not changed positions. It was stated that "another time" the stimulation went up by itself from "a low number" to 10.5v and shocked the patient. It was reported that the patient was "electrocuted but the battery itself, it's either leaky or faulty." It was reported that when the stimulator was turned off the patient's pain would come back. It was reported that the patient was feeling stimulation in their abdomen and legs when it should have been in their low back and legs. It was reported that when the patient walks she should have been feeling stimulation in her back and legs, but when the patient walked she felt stimulation "go up her legs into abdomen." The patient also had "sensations" in her arms. It was stated that the patient had fallen twice since implant. It was reported that on (B)(6) 2013 the patient had fallen and was laying on her side where the ins was, and she had fractured her nose. It was reported that the patient went to the hospital "2 weeks ago" to have an x-ray of her skull. It was stated that the leads were "clear up to the base of the patient's skull." It was not clear exactly what that meant. It was reported that the leads were positioned wrong and they were not in the same place as they were for her trial. It was reported that the representative had spent over an hour programming the patient's device so that she could feel stimulation in her legs and hips. It was stated that the patient's hcp told her that "the device needs to be re-assigned." It was not clear what was meant by "re-assigned." It was noted that the stimulation was not where the patient needed it which was the lower back, buttocks, legs, and hips. It was reported that with the trial the patient was able to get 80% of pain covered, but the permanent implant has gotten worse. It was stated that "this has not been a good experience." It was reported that since the implant the patient has had "bladder leakage" and they did not have this prior to implant. It was noted that the patient had been tested, and they did not have a bladder infection. It was reported that the stitches over her spine were "coming out." It was stated that when the patient got up to walk, the incision over her spine "swells up" and this had been going on since implant. It was reported that the incision was "getting infected" and it should have been healed after 9 weeks. It was stated that "the doctor did not use dissolvable stitches, but used fishing line from his tackle box". It was reported that when the patient showed her hcp the stitch knot "pushing out," the hcp "just snipped the knot off." It was reported that the patient was told that "the ins needs to be totally redone."

Event description:
Additional information reported that since implant, stimulation had not worked correctly for patient. It was reported that one lead reached all the way up to the base of the patients skull, which then stimulated the arms and hands. It was reported that the other lead could not be used because it stimulated patients lower abdominal area causing urine leakage. It was reported that patient had gone to a urologist, and it was determined that the stimulation was causing the leakage.

Event description:
It was reported that the patient¿s stimulator and therapy didn¿t work and their doctor did a revision on (B)(6) 2013 due to less than ideal lead placement. The leads were revised and the stimulator was moved at that time.

Event description:
Additional information reported that patient had not shown up to their follow up on (B)(6) 2013. It was reported that the patient was scheduled to have a lead revision on (B)(6) 2013.

Event description:
It was reported that patient's revision occurred on (B)(6) 2013. Cervical lead had been removed, and placed in the lumbar region as the patient had wanted. It was noted that the issues had been resolved and the patient was doing well. It was reported that the explanted lead had been discarded.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that patient had had difficulty getting more than two coupling bars, but the day of call they had gotten all eight when they had moved their antenna around the battery pocket. It was reported that the patient had been recharging twice a day, and the setting was at 7.6. It was noted that the doctor had indicated this could be lowered once the patient had healed. It was further reported that patient was doing better because they were no longer getting stimulation in their bladder and abdomen. It was explained that patient was getting stimulation in their hips and back, which was where it was supposed to be.